Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician has decided to replace the patient¿s ipg. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow-up information provided patient underwent ipg replacement on (B)(6) 2018. Therapy was restored. Ipg replacement resolved the issue.